Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that when the device was being switched from conventional ventilation to hfov it would not oscillate. No patient consequences reported.

Manufacturer narrative:
It was reported that in case the infinity acs workstation (B)(4) would be switched from a conventional ventilation to hfo ventilation, the device would not oscillate. The basis for the investigation built the information received. According to this the reported event corresponds with a malfunction of the nebulizer/ejector module. The nebulizer/ejector module is mandatory for the hfo mode. In case the device detects a deviation in this module, the device alarms visual and acoustical. Ventilation in hfo is not possible with a faulty module, as reported in this case. However, ventilation in other ventilation modes is not affected and can still be performed as the ejector/nebulizer module is only used in hfo mode. Further information were requested but not provided. The root cause was not possible to clarify finally. The device alarmed as specified for this failure.

Event description:
Please see initial report.